Event description:
Patient reported, left side deflation. The device remains implanted.

Manufacturer narrative:
Clarification d6a: implant stated, as 10 to 12 years ago. Does not align with manufacturing, expiration dates. Date unknown. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.